Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had leakage. The following information was provided by the initial reporter: the syringe was leaking. The liquid spilled out. There was no skin contact with the solution additional information provided: what substance was leaking.? Drug product. When the leakage was noticed? Prior to use on patient or during use? : prior to usage (there was no skin contact with the solution).

Manufacturer narrative:
Investigation results: the technical & electrical records and production database were reviewed with no issues related to the reported defect. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batch 4031721 is considered in compliance with our product specification requirements.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up twelve photos were received for evaluation, five of which contained images of a 1 ml luer-lok syringe (part number 309628) from batch 4031721. The remaining seven images did not include any bd products. All photos show a single loose syringe, with two images displaying the top web slip containing product information alongside non-bd items from a medical kit, such as an unknown vial and adapter. Three close-up images of the syringe revealed no visible defects. Based on the photos provided, the reported defect cannot be confirmed. A physical sample is required for a thorough evaluation and determination of the potential root cause. Furthermore, a device history record review was completed for provided lot number 4031721. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.